Event description:
The suspect device results were 200 - 300 mg/dl. The user dosed insulin and passed out. Family member gave pt orange juice. Controls were not used. The device was replaced and requested to be returned for evaluation.